Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported leak was confirmed via returned device analysis. The investigation concluded that the reported user experience was related to the observed tear in the silicone valve; however, a cause for the silicone valve tear could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The steerable guiding catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation, the steerable guiding catheter failed to hold fluid column (leak). If this were to recur in the anatomy, a leak has the potential to cause or contribute to air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), the sgc failed to hold fluid column during dilator insertion. This occurred 3 times outside of the anatomy; therefore, the device was not used in a procedure and there was no patient involvement. Another sgc was used in the intended procedure. No additional information on the sgc leak was provided.